Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site but also a allergic reaction from the adhesive while wearing the device for an unknown amount of time. The patient went to the pediatrician and was prescribed antibiotics (mupirocin, 2%) and a medicated cream (flonaze). The patient describes the site as severe swelling, skin hard and pus coming from the site.